Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the customer was able to resolve the drawer failure by rebooting the station. The system functioned as intended after customer resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed to recover, and the station does not recognize that the drawers were open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.